Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. They were informed by their dentist that they have root recession. They should stop aligner treatment because they can lose their teeth. Requested letter of recommendation to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.